Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from husband to consumed carbohydrates. Paramedics were called and provided an IV until bg was up. Recommendation was made to consult with a healthcare provider to discuss diabetes management.